Event description:
It was reported that pump experienced malfunction with displayed malfunction code and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for resetting pump, and successfully reset it without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction happened again, which customer acknowledged and understood.